Manufacturer narrative:
Pump received with no button response due to unlocked connector on lcd board. Unable to perform the displacement test, rewind, basic occlusion test, prime/delivery, excessive no delivery test, and occlusion test due to keypad unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer attempted to change reservoir and buttons were not responding. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.